Event description:
It was reported that during a polypectomy, the snare loop of the catheter broke off of the catheter inside the pt. The physician was able to retrieve the loop with another snare wire. An eval of the returned device found that the snare loop assembly, including the coupling, was detached from the device's inner cable.